Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, craniotome device, (B)(6) 2022. UDI:(B)(4).

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the craniotome device while being used an attachment device was used to open the patient's skull. Following use, when disassembling the device, it was found that a total of 7 small beads with a diameter of about 1mm fell out of the cavity of the short straight connector and cutter's connection. It was reported that for the patient's safety, after the operation, the patient was x-rayed to confirm that it was not left in the patient. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.